Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification(UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. Representative was unable to replicate the reported issue. Representative suspects that the probable cause not setting the probe in the emitter field. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that during a otorhinological procedure the site was unable to use navigation system. There procedure was completed without the use of navigation. There was no delay to procedure. No impact on patient outcome.